Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm 1)was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged malfunction (fill estimate) could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Additionally, it was reported that the pump fill estimate was inaccurate. Blood glucose was 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had manual injection as alternate insulin therapy.